Event description:
Caller reported that the insulin gauge displayed an amount different than expected, experiencing a fill estimate issue where the pump showed a static fill estimate of 175 units despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the potential causes, explaining that a large variance in measured pressures might result in the static display. It was clarified that once the actual insulin level matched this static number, the gauge would start counting down normally. The caller understood and acknowledged the explanation.